Manufacturer narrative:
(B)(4). The customer reported a power supply failure where it failed to charge the battery. There was no report of patient involvement. The unit was evaluated locally by a philips field service engineer and the failure was verified. Replacement of the power supply resolved the failure. Note that this model defibrillator has been out of philips support since (B)(4) 2006.

Event description:
The customer reported a power supply failure where it failed to charge the battery. There was no report of patient involvement.